Manufacturer narrative:
Additional data: b5- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Disregard initial MFR report as it is n/a. (B)(4).

Manufacturer narrative:
Unk, unk, unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -7.00/4.5/086 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.